Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0175200, medical device expiration date: 2025-06-30, device manufacture date: 2020-06-23. Medical device lot #: 931712, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle sftygld 25x1 rb had a safety mechanism failure. This was discovered before use. The following information was provided by the initial reporter: material no: 305916, batch no: unknown (reported) 931712, 0175200. It was reported that multiple needles are bent upon opening and other significant concerns. Event description per email states: we've had multiple concerns brought forward regarding our 25g x 1inch immunization needle. There have been multiple needles that are bent upon opening them and then significant concerns when attempting to engage the safety feature. At this time we have identified the 2 lots to have these concerns, but the issue may be more widespread. How many items were involved? Unknown. What is the date(s) of the incidents? Between (B)(6). Do you have samples available that can be sent for evaluation, and if so are those contaminated? Yes, I have samples and I am unsure if they are contaminated. Can you provide detailed explanation of the significant concerns, with date if available? There are 2 concerns. 1: some needles were bent upon opening the package. 2: when the safety feature was engaged it bent so that the needle was sticking out. Do you have safety container to send samples, if so please await follow-up email which will contain instructions and pre-paid return shipping label to return samples for investigation? Yes.

Manufacturer narrative:
H.6. Investigation: three photos each displaying a single, loose safetyglide needle assembly were received and evaluated. One of the photos showed the needle assembly attached to an unknown syringe and was bent in a 45-degree angle where the cannula connects to the hub. One photo showed a needle assembly removed from the shield with the cannula bent in multiple different directions with the sharp end pointing upwards and the safety mechanism partially broken. One photo showed a needle assembly exposed with the cannula bent in a 90-degree angle near the center and a small hook on the tip. The needle assemblies in all three photos were rejectable per product specification. Potential root cause for the bent cannula defects are associated with the needle manufacturing process. The needles were possibly bent when assembling the plastic shield. Based on the investigation and photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that needle sftygld 25x1 rb had a safety mechanism failure. This was discovered before use. The following information was provided by the initial reporter: material no: 305916 batch no: unknown (reported) 931712, 0175200 it was reported that multiple needles are bent upon opening and other significant concerns. Event description per email states: we've had multiple concerns brought forward regarding our 25g x 1inch immunization needle. There have been multiple needles that are bent upon opening them and then significant concerns when attempting to engage the safety feature. At this time we have identified the 2 lots to have these concerns, but the issue may be more widespread. How many items were involved? Unknown. What is the date(s) of the incidents? Between (B)(6) 2020- (B)(6) 2020. Do you have samples available that can be sent for evaluation, and if so are those contaminated? Yes, I have samples and I am unsure if they are contaminated. Can you provide detailed explanation of the significant concerns, with date if available? There are 2 concerns. 1: some needles were bent upon opening the package. 2: when the safety feature was engaged it bent so that the needle was sticking out. Do you have safety container to send samples, if so please await follow-up email which will contain instructions and pre-paid return shipping label to return samples for investigation? Yes.